Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they experienced high blood glucose level of 411 mg/dl. The caller reported that there must be an issue with the insulin pump because the battery caps keep coming off of the pump, states she called about this before and she wanted to meet with the local rep before having pump replacement. The caller stated she met with the local rep and confirmed that there is an issue with the pump and it is not keeping the battery cap secure. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per the healthcare professional's recommendation. The product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked reservoir tube lip. Unit received without original battery cap. Test battery cap fits and function properly. No damage found at battery compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.